Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient's father inserted sensor into patient's thigh which is not an approved site of insertion. Patient's father did not calibrate promptly or accurately against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.